Manufacturer narrative:
D10: 07.01764.003, virage oct polyaxial screw driver, outer sleeve, lot s5802 x2 ; 07.01764.001, virage oct polyaxial screw driver, inner sleeve, lots ms5800 and 62874317 ; unknown virage rod ; closure top 07.01728.001 lot t12097. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2024-00267.

Event description:
It was reported that during surgery, a virage screwdriver fractured at the tip and a 5.5mm diameter virage screw broke apart at the tulip head. The procedure was completed with additional screw drivers and screws in their set. There was no patient impact; however, there was a 10-15 minute delay to grab new screw drivers and screw. This is report two of two for this event.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the lower housing has fractured. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during surgery, a virage screwdriver fractured at the tip and a 5.5mm diameter virage screw broke apart at the tulip head. The procedure was completed with additional screw drivers and screws in their set. There was no patient impact; however, there was a 10-15 minute delay to grab new screw drivers and screw. This is report two of two for this event.